Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom cases are in excellent condition with no visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, and occlusion testing were performed. Investigation unable to duplicate customer reported problem. However, the reported error found in ehl. Investigation reported no external damage or contamination to interconnect board or speaker. However, the investigators replaced the pump speaker as preventive measure and performed self test/occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm bgnd test system failure. No adverse effects reported.